Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 29631, serial/lot #: 0246, ; product ID: 9735737, version: 1.2.0, h3: a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c19, fdc d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system and automated trajectory guidance unit being used during an electrode and probe placement procedure. It was reported that after the surgery, the surgeon determined the leads that were placed were inaccurately placed by approximately 3-5 mm each. Multiple accuracy checks were performed throughout the case, but afterwards a final scan led the doctor to believe each of the 12 or so leads were placed incorrectly. There was no reported delay to the procedure due to this issue. The patient was doing well after the procedure. There was no plan to revise any of the inaccurately placed leads.

Manufacturer narrative:
H2, h3, h6: the software logs and archives were analyzed. Neither the logs nor the archives captured the root cause of the issue. It was determined that there was insufficient information to determine that cause of the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.